Event description:
On (B)(6) 2014, the customer complained of bilateral breast pain and engorgement. She stated that she is unable to empty her breasts due to poor suction of the purely yours pump. The customer states she was admitted to the hospital on (B)(6) 2014 with a diagnosis of left breast mastitis. She was using a purely yours breast pump at the time. She was admitted as an inpatient for four days with a fever of 104 and received intravenous antibiotics for the treatment of the mastitis. The mastitis infection resolved after the course of antibiotic therapy.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.